Event description:
It was reported that the procedure was to treat a diffuse concentric lesion with no tortuosity, no calcification and 90% stenosis from the left main to the proximal left anterior descending artery. A 4.00x15 mm nc trek rx balloon dilatation catheter (bdc) was advanced without resistance to post-dilate a 3.5x33 mm xience alpine stent. During the third inflation to 18 atmospheres a balloon rupture was felt. The bdc was removed from the anatomy and replaced with an unspecified device to successfully complete the procedure. The bdc protective sheath was removed without resistance, the bdc balloon was soaked prior to use, and the bdc was prepped (air aspiration) inside the patient anatomy. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Additionally, it should be noted that the preparation for use section of the nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion biue, guide catheter: 6f heartrail il3.5, stent: xience alpine 3.5x33mm. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.